Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed with a red display and an alarm code 45639. The user had to remove the battery to turn the alarm off. There was no patient involvement or injury.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. During visual inspection, it was noticed that the labels were undamaged, and the entire device looked good. He reported problem was confirmed. The pump displayed an 45639 error after power up with an continuous alarm. The pumps motor sensor was found to be faulty/damaged and needed to be replaced. Root cause was found to be a faulty motor sensor.